Manufacturer narrative:
It was reported the patient notified the rn that the tubing was leaking around the y-site right beneath the pump. Received from the customer was one used primary set model 2426-0500 lot unknown. Two non-bd green curos alcohol disinfectant caps were received connected to the distal smartsite port and to the male luer. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the tubing p/n tc10012940 was not fully inserted into the distal smartsite p/n 12274436 inlet port. Fluid was observed to be leaking from the engagement. Further handling/tug of the set's tubing engagements observed a separation on the tubing to the smartsite inlet port. Visual inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite outlet port). The outside diameter of the tubing measured 0.144¿, within the specification of 0.145¿ +/- 0.003¿. Equipment used (measurement performed on 02-sep-20) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 device history record could not be performed on model 2426-0500 because the lot # for the suspect set was not provided. The customer¿s report that the tubing set was leaking was confirmed. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The bd tj/nogales manufacturing facility are aware of insufficient solvent on critical joints. There is an existing corrective action (CAPA 475391 and 1027651) for this engagement in which the CAPA was closed as "effective" in mitigating this defect. The reported issue will continue to be monitored for an increase in frequency. See h10.

Event description:
It was reported that primary tubing sets tubing leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported the patient notified the rn that the tubing was leaking around the y-site right beneath the pump. (B)(6) 2020 @ 1215: patient notified rn that tubing was leaking around the y site right beneath the pump. Infusion stopped. Replaced tubing. 250 ml 0.9% sodium chloride hospital policy prohibits the release of patient information. No infusion pump involved.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the patient notified the rn that the tubing was leaking around the y-site right beneath the pump. On (B)(6) 2020 @ 1215: patient notified rn that tubing was leaking around the y site right beneath the pump. Infusion stopped. Replaced tubing. 250 ml 0.9% sodium chloride . Hospital policy prohibits the release of patient information. No infusion pump involved.